Event description:
Patient reported "pain, deformity and rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii additional, changed, and/or corrected data: b.5., b.6., h.6.

Event description:
Patient reported "pain, deformity and rupture". Later healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device remains implanted.